Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients lead had migrated. The patient underwent a revision procedure wherein the original paddle lead was placed to the left, and a new paddle lead was placed to the right below the original paddle lead. The patient was doing well postoperatively.